Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2006. Revision procedure was performed on an unknown date due to elevated metal ion levels.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This is 1 of 2 MDR reports submitted for the same event. Also see: 3002806535-2013-00136.